Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who stated that the "backrest broke, and he fell and broke his back, sprained his wrists, lower back, and right knee." He did not provide any further information about how the rollator was being used at the time of the incident. The end user was reportedly taken to the hospital by ambulance to treat his injuries. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.